Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that non-sustained rv oversensing on the ventricular channel due to myopotential oversensing was observed. Lead testing to see if noise was reproducible and programming changes were recommended.